Event description:
It is reported that the patient was revised due to pain.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. (B)(4). Medical device: catalog #00596205110, nexgen lps-flex articular surface, lot #61359433. Catalog #00111314001, palacos r+g bone cement, lot #69534226; this bone cement is manufactured at heraeus medical and distributed through zimmer orthopaedic surgical products. Evaluation summary: surgical notes were not provided. X-rays were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. A definitive root cause cannot be determined with the information provided. Evaluation codes: the device history records for the femoral and articular components were reviewed, indicating the device was manufactured, inspected, and packaged to specification. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Updated information received via operative notes. The trabecular metal tibial component was cemented in place with care taken to keep the cement away from the trabecular metal pegs. The cement was allowed to cure with the knee in full extension. Review of the primary operative notes does not indicate root cause. Revision operative notes indicate the femoral component was not loose but was explanted. The lateral side of the tibial tray was reported to be loose. The trabecular metal pegs were reported to exhibit evidence of fixation. Root cause remains unknown at this time. Visual examination of the returned components (tibial implant, femoral implant, articular surface) noted that they exhibit signs of being implanted. The backside of both the tibial and femoral implants is completely covered in bone cement remains. One of the pegs of the tibial implant is missing with evidence of being cut off. The superior surface of the tibial implant is stained an scratched. The condylar surfaces of the articular surface are discolored while the inferior surface is pitted and has wear lines. Dimensional analysis of the products identifiers passed. This new information does not affect the previously completed investigation. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It is reported that the patient was revised due to pain.